Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 21 mg/dl and 91 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter (B)(4) and the reported test strips 1037438 were returned and investigated. Visual inspection has been performed on the returned meter and no issues were observed. Control solution testing was performed using the returned products, all results were within range specification and no errors were observed during testing. No malfunction or product deficiency was identified. This serves as a correction report. Sections device available for eval and date returned to mfg, if follow up-what type, evaluation codes and addtl mfg narrative were incorrectly documented in the initial MDR 30 day report. The indicated sections have been updated.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 21 mg/dl and 91 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.